Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker had possible infection. Reportedly, the pacemaker site was feeling warm and slightly reddened which was an indicative of infection. There were no additional adverse patient effects reported. The pacemaker remains in service.

Event description:
It was reported that the patient with this pacemaker had exhibited possible pocket infection as patient felt feeling warm and redness appeared at the pocket site. The technical services (ts) referred the patient to the device clinic. As of this time, this pacemaker with the right atrial (ra) lead and right ventricular (rv) lead remains in service. No additional adverse patient effects were reported. Additional information received that this pacemaker was explanted due to normal battery depletion. No additional adverse patient effects were reported. This pacemaker was returned to bsc.

Manufacturer narrative:
This supplemental report was created to update d6b: explant date.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this device was not confirmed. This device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.

Event description:
It was reported that the patient with this pacemaker had exhibited possible pocket infection as patient felt feeling warm and redness appeared at the pocket site. The technical services (ts) referred the patient to the device clinic. As of this time, this pacemaker with the right atrial (ra) lead and right ventricular (rv) lead remains in service. No additional adverse patient effects were reported. Additional information received that this pacemaker was explanted due to normal battery depletion. No additional adverse patient effects were reported. This pacemaker was returned to bsc.